Event description:
Consumer complaint of low blood results. Strips are in date. Performed a blood test this morning and the meter gave him a result of 78mg/dl. Three hours later their results were 130mg/dl. Customer is concerned because normally if his blood result is 78mg/dl he usually fells symptoms of low blood results but he was feeling fine. Customer's normal glucose range is normally between 130-150 mg/dl. Strips were open two weeks ago. Checked memory for previous results: (B)(6): 7:22pm: 232; (B)(6): 5:58am: 78 - fasting; (B)(6): 8:31pm: 89; (B)(6): 8:53am: 144; (B)(6): 5:56pm: 144; run back to back blood test. 295/340 mg/dl (results should be a little high because of the surgery today). No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference, user reused test strips, user's test strip had poor fill.